Manufacturer narrative:
Concomitant products: model: dtbb1d1, crt-d; implanted: (B)(6) 2015.

Event description:
It was reported that the patient presented due to an audible alert from their device. Upon interrogation a lead integrity alert (lia) was noted due to rising/high impedance and multiple non-sustained episodes.oversensing and rising/high thresholds were also noted. A lead fracture is suspected. The lead was reprogrammed and was capped and replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.